Event description:
The complainant reported that the patient on impella cp support had the peel away sheath left in, based on the physician preference. Over time as the patient swelling/volume status changed, forward tension caused the repositioning sheath to negate forward into the peel away causing oozing from the diaphragm. The repositioning sheath was pulled back slightly, the site was re-sutured and redressed. Some oozing seemingly was still originating from the antegrade perfusion sheath site and hemostatic pads were applied to site. Additionally, a new bleeding event occurred due to bleeding around the peel away skin entry site. There was an existing woggle suture in place that was tightened and manual pressure held for 15 min above the sheath. Site ooze slowed significantly and was redressed. Site appeared dry. Blood products were administered. The patient survived the event.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation into access site bleeding has been completed. Returned product was investigated and there were no visual abnormalities noted either on the introducer or the pump. The introducer was put through a leak test and it passed. Based on clinical details provided and returned product, the root cause of the access site bleed was determined to be a use issue. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21042. D9 device returned to manufacturer: should have been marked yes. G1 reporting contact email. G1 reporting contact fax number missing.